Event description:
As reported by our edwards lifesciences affiliate in japan, regarding article , ''suicide left ventricle triggered by accelerated junctional rhythm after transcatheter aortic valve implantation : a case report of rhythm-dependent dynamic left ventricular outflow tract obstruction'', an 87-year-old woman, underwent a transfemoral tavi procedure. Immediately after sapient 3 ultra resilia valve deployment, severe left ventricular outflow tract obstruction (lvoto) induced by accelerated junctional rhythm (ajr) and marked mitral regurgitation (mr) caused by systolic anterior motion (sam) of the mitral valve were observed. Although blood pressure improved following prompt volume expansion, blood transfusion, and intravenous phenylephrine, lvoto and sam-related mr (sam-mr) recurred whenever ajr appeared. Continuous right ventricular (rv) pacing resulted in hemodynamic stabilization, and the procedure was completed.

Manufacturer narrative:
Citation: ''suicide left ventricle triggered by accelerated junctional rhythm after transcatheter aortic valve implantation: a case report of rhythm-dependent dynamic left ventricular outflow tract obstruction'' naoki hoshino, chihiro nakashima, takashi muramatsu, akira yamada, and hideo izawa. The investigation is ongoing.